Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the left anterior descending (lad) artery. A ventricular assist device was utilized during the procedure. The lesion was treated with the oad using three passes, and the patient pressure was noted to decrease. Two additional passes were performed with the oad and the pressure continued to decrease. Imaging was performed and a perforation of the lad was noted. Resuscitation efforts were performed and two stents were placed to treat the perforation. The patient remained in the hospital in critical condition until surgery was performed to address the perforation.

Manufacturer narrative:
Corrected fields: name and address. Csi ID#: (B)(4).